Event description:
The customer reported the system displayed a "stator not on" error. The system will not operate in this condition. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors. The system operates as intended.